Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range, there was lead impedance out of range alert and oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported there was low pacing impedance. It was further reported that oversensing, noise and undersensing were noted on the stored electrograms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009; 6996sq-58 implantable tachy lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.